Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). It was reported that the insulin pump excessively alarmed no delivery during basal/bolus/fixed prime. Customer stated the cannula is bent. Customer's blood glucose value at the time of emergency room visit was 780 mg/dl. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.